Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus and basal delivery. The customer's blood glucose level was 378 mg/dl. The customer changed the cartridge and infusion tubing. The occlusion was resolved and the bg level was "ok" when tandem customer technical support (cts) was contacted. Cts performed a system check on the current supplies and they were found to be functioning as expected.